Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion. This device was explanted and a new pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Return request has been sent and field representative reported that the device has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.